Event description:
It was reported that the patient's leadless pacemaker was impeding the tricuspid valve. The device was explanted and replaced as a result. The patient condition was stable.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.